Event description:
The customer reported falsely positive alinity m resp-4-plex results for five patients. The following was provided: (B)(6) 2022 sample ID (B)(6) positive for flub with cn of 34.13; retested negative (method unknown) (B)(6) 2022 sample ID (B)(6) positive result for rsv with cn of 40.96. (B)(6) 2022 sample ID (B)(6) positive result for rsv with cn of 38.96. (B)(6) 2022 sample ID (B)(6) positive result for rsv with cn of 40.75 (B)(6) 2022 sample ID (B)(6) positive result for rsv with cn of 40.22. Review of the amplification reaction graph observed abnormal amplification (u-shaped); the customer reported the results as negative. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in spain using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Manufacturer narrative:
The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall (fa-am-nov2022-283) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 (3005248192-11/22/22-006-r). The following mdrs were also reported as related to fa-am-nov2022-283: 3005248192-2022-00709; 3005248192-2022-00744; 3005248192-2022-00765; 3005248192-2022-00796; 3005248192-2022-01095; 3005248192-2022-01096; 3005248192-2022-01097; 3005248192-2022-01098; 3005248192-2022-01099; 3005248192-2022-01100; 3005248192-2022-01101; 3005248192-2022-01102; 3005248192-2022-01103; 3005248192-2022-01104; 3005248192-2022-00716; 3005248192-2022-00791; 3005248192-2022-00735.

Manufacturer narrative:
Section b5 - the customer provided additional sids on 10 aug 2022; therefore b5 has been updated to reflect the additional sids. Section e1 - customer contact information has been populated.

Event description:
The customer reported falsely positive alinity m resp-4-plex results for five patients. The following was provided: (B)(6) 2022 sample ID (B)(6) positive for flub with cn of 34.13; retested negative (method unknown). (B)(6) 2022 sample ID (B)(6) positive result for rsv with cn of 40.96. (B)(6) 2022 sample ID (B)(6) positive result for rsv with cn of 38.96. (B)(6) 2022 sample ID (B)(6) positive result for rsv with cn of 40.75. (B)(6) 2022 sample ID (B)(6) positive result for rsv with cn of 40.22. Review of the amplification reaction graph observed abnormal amplification (u-shaped); the customer reported the results as negative. There was no report of impact to patient management. On 10 aug 2022, the ticket was updated to include additional patients. The patient samples were indicated as below: sid (B)(6), result 39.77 cn, sid (B)(6), result 15.77 cn, sid (B)(6), result 33.05 cn, sid (B)(6), result 40.53 cn, sid (B)(6), result 38.99 cn, sid (B)(6), result 41.15 cn, sid (B)(6), result 37.74 cn, sid (B)(6), result 39.03 cn, sid (B)(6), result 41.39 cn, sid (B)(6), result 40.96 cn, sid (B)(6), result 39.46 cn. It is unknown if the customer has retested the samples. However, the customer reported that the detected rsv results were reported as negative out of the lab. There was no report of impact to patient management.this incident is being reported to FDA because the incident occurred in spain using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.